Event description:
During a review of the peritoneal dialysis (pd) pt's medical records, it was noted the pt was experienced a migraine and "felt like she had low blood sugar". The pt fainted and was rushed to the emergency room. The pt was diagnosed with hypoglycemia and syncope.

Manufacturer narrative:
The pt's medical records were received and will be reviewed for a clinical investigation. Upon completion, a supplemental report will be submitted.